Event description:
It was reported that a patient underwent a gynecological procedure in 2009. Prior to the start of the procedure, the blade would not spin when the system was activated. Another device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 06/12/2009. Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00670. The same patient is represented in each medwatch.